Manufacturer narrative:
The button error alarm alarmed after boot up and there was an intermittent button response on the act button due to a corroded keypad. The unit had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 112 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.